Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The representative replaced the lcd surgeon monitor and the interconnect cable, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The interconnect cable was returned to the manufacturer for analysis. Analysis found that the returned cable was in good condition. There was no fault found with the cable. The lcd surgeon monitor was returned to the manufacturer for analysis. Analysis confirmed the reported problem. It was found that when connected to a known good system, the returned monitor had no image displayed. Cycling the power had no effect. It was determined the monitor had an electrical failure mode. This issue was documented in a hardware tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system¿s surgeon monitor had intermittent display. The monitor would just go black intermittently, and it would not show the ¿no signal¿ box. The medtronic representative had checked the connections to the video splitter and everything was connected well. It was noted that the account uses an external monitor that they plug into the I/o panel, and the video along with the staff monitor are fine. There was no patient present when this issue was identified.